Event description:
A nurse changed the luer hub cap in the evening. About 4 hours later, the nurse noted a moistened area on the infant's hand. The PICC luer hub leaked when flushed. The PICC line was discontinued. A peripheral IV was started for fluid administration.